Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "sitting in the chair when the device went off and it beeped a long tone then quit." A request for additional information was made. The device remains in use and no patient complications have been reported as a result of this event. Additional information was received. The patient was seen in the clinic, the tone alert was from a magnetic watch the patient had against the chest at the time, and the implantable cardioverter defibrillator was functioning normally.